Event description:
It was reported that during photoselective vaporization of the prostate (pvp), after 181375 j used and 19 min of treatment, the device was forward firing. The procedure was completed with another of the same event. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection confirmed that the connector cone, segments, and tabs were in good condition. The control knob is attached and aligned with the fiber and can rotate the fiber. The hene (helium-neon) test found no breaks along the fiber length. Upon microscopic inspection it was identified that the glass cap exhibited a distal circumferential fracture with mild level of debris adhesion. The forward firing test for this device resulted in an output which is below the threshold for potential patient harm, the reported complaint could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 181375 j used and 19 min of treatment, the device was forward firing. The procedure was completed with another fiber. There were no patient complications reported.